Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, the cardiosave hybrid (iabp) had zero button on front end board damaged and pushed into the cover. There was no patient involved.